Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at a third-party service center, the complaint was not confirmed. Additional findings not related to the allegation: it was discovered that the cooling fan assembly, fan retainer, and the muffler assembly, were contaminated for dust and replaced to address the issue. Additionally, the front panel was replaced due to multiple fractures. The vanity cover was replaced due to cosmetic scratches. The tubing-blower chassis - all hoses, tubing-fio2 - all hoses, and tubing-low flow o2 - all hoses were replaced due to yellowish staining. Preventative maintenance was performed, and the device passed all testing. H3 other text : the device was evaluated by a third-party service center.